Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "pt came into office on a follow up visit. Dr did an xray and saw the implant was dislocated. The pt was unaware and pain free. She then dislocated to weeks later."